Event description:
A report was received that the patients ipg was returned for an unknown reason. No further information could be obtained.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg was returned for an unknown reason. No further information could be obtained.